Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt slipped on the ice and fell. Following the fall the pt experienced shocking or jolting then minimal stimulation. Movement did not cause stimulation changes. The status lights were assessed. When turning the stimulator (ins) on all the lights were solid. When turning the therapy off, the top light was solid, the middle (ins) and bottom (9v) light were flashing, suggesting low ins and 9v battery. The pt's stimulator was later explanted. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.